Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter didn't function normal during posterior vitrectomy surgery. Additional information: the cutter was aspirating, but not cutting from the start. No impact to the patient, only delay in opening another pack.

Manufacturer narrative:
Evaluation completed. One opened bl5423w pack label from lot v4951 was returned. The tip protector was not returned. The needle was bent/curved. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle was binding up and does not always reach the cutting edge. The cutter cannot function properly in this condition. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined.